Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified; underweight, curved opening, fold creases, red particles. A microscopic analysis was performed which identified; stress marks, wear abrasion, a curved sharp opening on radius side in the same location of crease. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additional report of rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additional report of rupture. Device has been explanted.